Event description:
It was reported that during a tka, a pin broke off in the distal femur cutting block. It is unknown if any piece fell inside the patient. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that a piece of a pin is fractured and stuck inside one of the pin holes of the cutting block. The device shows signs of extensive wear and use. This inspection was conducted by naked eye. A functional evaluation performed on the device revealed that the piece of the broken pin cannot be removed from the pin hole. Device specific identifiers of the pin were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. For the cutting block, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. The pin is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The cutting block is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka, a pin from the distal femur cutting block, broke off. It is unknown if any piece fell inside the patient. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.